Manufacturer narrative:
(B)(4).

Event description:
Detailed description of event: endoanchors were being utilized within a revision of another manufacturer¿s migrated stent graft. Another manufacturer¿s cuff was placed prior to anchoring within the 25mm neck. Eight anchors were deployed without issue. During deployment of the 9th endoanchor, it was observed that the applier was not positioned completely perpendicular to the graft. Additionally, during second stage deployment, the motor of the device appeared to strain. After deployment of the endoanchor, it was observed that the head of the endoanchor had broken off during deployment and remained within the tip of the heli-fx applier. Resolution of event: the applier was replaced and an additional 8 endoanchors were deployed in the cuff. The portion of the 9th endoanchor that was not found within the tip of the applier was fully deployed through the cuff and into the aorta. The case was completed successfully with no patient adverse events.